Event description:
It was reported that a nut came loose inside the monoblock of the 6800 system and dropped into the x-ray field, impacting the image. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the nut to the touch panel and checked others. The system was tested and found to be working as intended and placed back into service.